Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was not able to confirm the reported issue as a causal relationship between the objective evidence and the alleged event could not be determined.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) settings on a fresenius 2008t hemodialysis (hd) machine changed by themselves during the patient¿s treatment. The biomed stated the uf goal was set to 2.3 and the uf time was set to 4 hours however the uf goal reset to 3.3 and the uf time reset to 3 hours. Additional information was requested, however a response has not been received. The patient did not experience any complications regarding this issue according to initial reporting. The patient was able to complete treatment although it is not specified whether the patient needed to be transferred to a different machine. No parts were returned to the manufacturer for a physical evaluation.